Event description:
It was reported that this right atrial (ra) lead exhibited noise with isometrics and oversensing with no pacing inhibition observed. The pacemaker device was explanted, this right atrial (ra) lead and the right ventricular (rv) lead were surgically abandoned, and all products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.